Event description:
After an implantation period of approximately 7 months, loss of capture was reported. As during a follow-up no lead dislodgement could be confirmed by x-ray, it was decided to replace the lead. The lead was not returned to biotronik.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the data you provided. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms showed loss of capture on the ventricular channel. The following ventricular senses were marked as vf as reported in the complaint text. Furthermore the patient history demonstrated the above mentioned entry -rv threshold above limit- multiple times. However, in spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.